Manufacturer narrative:
A ge service rep performed an on site investigation. The following repairs were performed: the gib and ffb circuit boards were cleaned and reseated, the gib battery was replaced, the ps1 power supply was adjusted and the system files were restored. The system was then found to be operating as intended.

Event description:
The customer reported the system was displaying an error message and the system was locking up. There is no report of pt injury.